Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a lobectomy, during the transection of the pulmonary artery, at the first firing, the knife stopped advancing. The doctor got the anvil to the back side and closed the jaws. The device was fired after confirming that the green button was flashing. At the beginning of the firing, a tone of firing was heard, but the knife stopped advancing immediately and would not move even though the doctor pressed the fire button again. The surgical time was extended for not more than 30 minutes. Another device was used to complete the case. There was no patient injury.